Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative indicating the patient no longer had a granuloma and the issue had been resolved. It was noted one factor contributing to the resolution was that the drug concentration was decreased.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that they had a granuloma which was determined/noticed in (B)(6) 2015. The issue was identified by MRI as the patient¿s report of rib pain triggered the MRI but the patient was unsure whether it was related to the granuloma. An MRI was done and reviewed by managing and implanting physicians, the date unknown, and the presence of a granuloma was confirmed. Per the reporter the concentration and dose may have changed, details currently were unknown. The patient also had an MRI on (B)(6) 2016 to determine current status of granuloma. The results were unknown at the time of the report. Per the reporter no surgical intervention had occurred and it was unknown if surgical intervention was planned. The drug being delivered by the device, other medications the patient was taking at the time of the report, the patient¿s pertinent medical history, the results of the MRI performed in (B)(6) 2016, the cause of the granuloma /rib pain and actions/interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.